Manufacturer narrative:
A touch frame printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found areas of contamination on the pcb. The diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the identified root cause was due the contamination on the touch frame pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui (graphical user interface) inoperative. The ventilator was not in use on a patient at the time of the event. The service engineer replaced gui touch frame to correct the issue. The unit passed all testing and operates within the manufacturing specifications.